Event description:
Rptr was splashed with body fluids while tearing down a case for or. Approx 2,000cc of fluid spilled out of container system due to the lid popping off, as it was removed from cart. In rptr's opinion it could be mfg problem. The lids do not appear to fit tightly. They also do not appear to seal like they should. The cannisters have a small base with a large top and they become top heavy. They also appear to become unstable in transportation.